Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have damaged motor windings. The device was repaired and returned to the customer.

Event description:
It was reported that during a shoulder procedure the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a shoulder procedure the cordless driver 3 was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.